Event description:
It was reported via repair work order that the head end actuator was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.